Event description:
Customer reported a keypad anomaly. Customer also states that there is a motor error alarm. The insulin pump is alarming. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. All buttons functioned properly. However, found corroded keypad traces. The insulin pump received with broken belt clip slot, minor scratches on display window, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.